Manufacturer narrative:
Manufacturing site evaluation: the affected magazine was received for investigation. However, the applier used with this magazine is bent. This resulted due to a blocked clip. A final reason for the blocking cannot be determined. No material or product deviations were found. According to the customer, the applier used during this procedure was used in a different procedure with a different magazine and operated as expected.

Event description:
Country of complaint: (B)(6). During surgery of esophagus, according to the customer, he was able to use this product without problem during placement of the first 7 clips. However, eighth clip jammed. At the ninth clip, it was jammed completely and three clips fell into abdominal cavity of patient. He was able to pick up all of the fallen clips using forceps and no patient hazard was reported. After the surgery, the customer checked the applier which was used during this procedure, it functioned properly.